Manufacturer narrative:
Date sent to the FDA: 09/12/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent surgical procedure for twisting of bowel on an unknown date and adhesion barrier was used. Approximately 5 days after the procedure, the patient experienced diffuse peritonitis and minor leakage from the anterior wall. The patient underwent an urgent open reoperation and stoma was placed as a temporary measure. The stoma will be closed in 3 months. It was reported that the anastomosis technique was not proper and the colon was dilated (megacolon). An enema was done 3 days after the operation. The patient has recovered and left the hospital and is attending the hospital regularly. No additional information was provided.

Manufacturer narrative:
Corrected information.